Event description:
I had lasik eye surgery, now I have rainbows around all light sources along with severe eye pain, along with dry eyes (sand and burning) or the feeling of dry eyes. Every time I blink, the pain is excruciating. My eyes feel like they are always swollen and the eye sockets hurt. The doctor said he has never heard of such a thing. I think they are lying. The doctor also over corrected my eyes by +1.25, they call this a success. It is not. I still need glasses and I am constantly in pain. This needs to be stopped. They should not be able to do this to people. The FDA needs to stop this immediately. Dates of use: (B)(6) 2018. "Is the product compounded: no; is the product over the counter: no." (B)(6).